Event description:
The blanketrol iii surface pad system 115v (sn unknown) was used on a newborn child (neonate). Before using the blanketrol system, the patient was cooling to 33.5 degrees using a blanket (neonate koolkit). Immediately upon initiating the therapy, the blanketrol system kept displaying "temp source not detected" and powered off intermittently. The customer could use the blanketrol system in between the system shutting off, but the customer did not have another device to use. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the blanketrol iii surface pad system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.